Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the abnormal water color could not be determined. It is possible that the issue was caused by incorrect reprocessing or handling. The cleaning and disinfection equipment that was used was the oer-4 reprocessor. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned; however, customer allegation was not confirmed. There were few additional findings. Due to wear of angle wire, bending angle in the upward direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Adhesive on bending section cover was chipped, cracked and had white-clouded area. Adhesives around objective lens and light guide lens had white-clouded area. The distal end cover had a dent and a burn. Suction cylinder was shaved and scope connector had a crack. Switch was worn out. Connecting tube, objective lens, image guide protector and universal cord protector had scratches. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, yellow colored water was coming out of the secondary water supply channel of the gastrointestinal videoscope after cleaning. There was no patient involvement.